Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose (bg) value fluctuated below 54 mg/dl to above 500 mg/dl. Customer required to third-party assistance to address low bg and high bg. Low bg was addressed with juice and carbohydrates. High bg was addressed via correction bolus. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.